Event description:
Harmonic jaw tip appeared to be breaking off during the procedure. The harmonic device, including the broken jaw tip, was removed entirely from the patient and replaced with new harmonic device. No piece was left inside the patient.